Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the sheath was difficult to split apart was confirmed and determined to be manufacturing related. One 5 fr x 7cm microintroducer was returned for investigation. The sheath had been peeled, but a microscopic examination revealed material between the two tabs. Skiving was not present as compared to a non-complaint sample. The adjoining surfaces between the split tabs revealed stretched and deformed material. The break line was asymmetric in some areas between the tabs. It was reported that the sheath was cut with a scalpel to peel it. The peel along the sheath was consistent and uniform. The complaint sample was forwarded to the manufacturing facility for further review. (B)(4) evaluation the complaint of ¿sheath was too stiff to be peeled away¿ was confirmed. A visual evaluation showed that was missing skiving on the t-handle. The peel tabs weren¿t marked, this is made at the mfg line to help to break/split the handles; the handles no were able to break. The complaint is manufactured related. A CAPA was opened to further investigate this issue. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the sheath was too stiff to be peeled away. The operator cut the sheath with a scalpel and peeled it. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the sheath was too stiff to be peeled away. The operator cut the sheath with a scalpel and peeled it. No patient injury was reported.